Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) - no pre-dilatation. There was no reported product deficiency. The reported death is listed in the xience v instructions for use (IFU) as a known adverse event associated with coronary stenting. It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. It is not likely that the lack of pre-dilatation caused or contributed to the reported death that occurred after the index procedure. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure in the mid left anterior descending artery with one 3.5 x 12 mm xience v stent. Upon contact for the three year follow-up, it was learned that the patient expired on (B)(6) 2011. The cause of death is currently unknown. There was no additional information provided.